Event description:
It was initially reported that a vns pt had the device explanted due to unk reasons. Follow up with physician revealed that the pt was having manic episodes and obsessing over the device. The pt was not expressing any thoughts or feelings of self harm when these manic episodes were occurring. It was unclear whether or not the pt's mania was related to the device; however, at the pt's request, the device was disabled. Per the physician, diagnostic testing was done prior to disabling the device, and the results revealed normal device function. Once disabled, the pt's mania/delusional behavior worsened to the point that the pt stopped taking his medication and resulted in multiple ER visits. The pt then requested the device be removed and had attempted to remove the device himself by cutting his chest which resulted in another emergency room visit at which time it was decided to remove the device. The surgeon noted during the explant procedure that the lead body was nicked. The explanted lead and generator were returned to manufacturer for analysis. Analysis of the pulse generator revealed no anomalies and performed according to functional specifications. The device was not programmed on when received. Analysis of the returned portion of the explanted lead revealed no anomalies, no lead discontinuities, and the device performed according to specifications. The portion of the returned lead measured 21.3cm in length.